Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a290 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2019; explant date brand name vectris surescan; product ID 977a290 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). Rep reported patient (pt) has occipital nerve stimulation. Rep reported she was told today by the patient (pt) that right after implant surgery on (B)(6) 2016 the 0-7 lead "poked" through the skin. Pt said the doctor disconnected the 0-7 lead. Rep said the impedances on the 8-15 lead are >10k ohms. Technical services (ts) reviewed that if they replace the ins with an intellis they will get oor message due to high impedances.

Event description:
Additional information was received, it was reported the patient's ins remained implanted and had reached eri. The one lead (of the two original leads) that came through the skin was explanted soon after initial implant. The date of that explant was unknown. The issue was not resolved, the patient was referred to neurosurgery to have existing lead replaced along with the ins which had reached eri.

Manufacturer narrative:
Concomitant medical products: product ID 977a290 lot#/serial# (B)(6), implanted: (B)(6) 2016, product type lead product ID 977a290 lot#/serial# (B)(6) implanted: (B)(6) 2016, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: product ID 977a290 lot#/serial# (B)(6), implanted: (B)(6) 2016, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the cause of the impedance and lead poking through the skin was unknown. To resolve the issue, the original implanting physician immediately resolved the lead poking through right after implant. The current issue with high impedances is still ongoing. The plan is to replace the lead and battery since the battery has reached eri. The replacement has not yet been scheduled and the information has been confirmed with the physician.